Event description:
It was reported that the lead was successfully repositioned due to dislodgement. No r-waves were observed one month post-implant. X-ray showed lead dislodgement. The physician believes that the dislodgement was due to patient's vigorous arm movements with a few days of implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.